Event description:
It was reported, the video system center had and error code e116. It is unknown when the issue was found. The patient was not under anesthesia and no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint error code e116 was not confirmed. Based on the results of the investigation, it is likely that the image was not displayed due to a failure of the rx (receiver) module. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.